Event description:
One fogarty arterial catheter¿s balloon was detached from the body, the second one, the balloon is not able to deflate and balloon also asymmetric..

Manufacturer narrative:
Evaluation catheter #1 - the balloon and both proximal and distal windings have been pulled off the tip of the catheter. All components have been returned. There is no damage to the catheter body. Catheter #2 - the balloon and proximal widings have been pulled distal on the catheter tip. There are no missing components and both windings are in good condition.